Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain because of the essure") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criterion hospitalization). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure coil had completely perforated through my fallopian tube and damaging other organ') and pelvic pain ('severe pain because of the essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera. In (B)(6)2012, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criterion hospitalization). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleed for 6 months") and hypersensitivity ("horrible reaction"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the fallopian tube perforation, pelvic pain, genital haemorrhage and hypersensitivity outcome was unknown. The reporter considered fallopian tube perforation, genital haemorrhage, hypersensitivity and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media: new events: fallopian tube perforation and genital hemorrhage was added. Reporter was added. Historical drug was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.